Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used q-syte closed luer access device with packaging from material number 385100. The lot number is unknown. Through the visual / microscopic examination the septum was partially pushed into the q-syte top body. The residual septum material and adhesive deposits were evident on the rim of the top body which is an indication that a bond was provided during the manufacturing process. The reported issue was confirmed. Although the failure stated in the reported issue was confirmed with the unit provided for investigation, bd could not establish a definite root cause. H3 other text : see h.10.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device valve is torn. This was discovered during use. The following information was provided by the initial reporter: valve of qsyte is torn. During with syringe inject to qsyte. Valve of qsyte is torn.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device valve is torn. This was discovered during use. The following information was provided by the initial reporter: valve of qsyte is torn. During with syringe inject to qsyte. Valve of qsyte is torn.